Event description:
It was reported to boston scientific corporation that a that a two-port through the peg jejunal feeding tube (j-tube) (exact upn is unknown) was being used for the purpose of administering medication for advanced stage parkinson's disease. The j-tube was placed on (B)(6), 2011. According to the complainant, during a planned replacement procedure on (B)(6), 2012, it was noticed that the j-tube was clogged (the date the tube became clogged is unknown). The j-tube was replaced with a new two-port through the peg jejunal feeding tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this event was reported to be well.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4): the complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.